Event description:
Upon connecting the tacticath to the tactisys contact force was unable to be zeroed. The tacticath was exchanged to resolve the issue with no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r the returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.